Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia for several hours after dinner, with blood glucose reaching a reported peak of 370 mg/dl and a measured value of 314 mg/dl, which improved after an infusion set site change; the prior infusion site reportedly appeared normal, and the cause was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.